Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they understood and acknowledged.